Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03431. It was reported the patient experienced high impedances and x-rays indicated the lead was fractured. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that patient underwent surgical intervention and their lead was explanted and replaced. Note: it is unknown which lead was fractured so both are being reported.